Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (photograph) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
During surgery (date of surgery (B)(6) 2013), the surgeon requested a 105mm lag screw after measuring. After opening the lag screw box the lag screw was inserted into the patient. The set screw did not engage into the lag screw, and when investigated further it was found that the lag screw was very short and did fulfill the surgeon's needs. The lag screw was then removed and on inspection it was in fact an 80mm lag screw. The lag screw was not implanted into the patient. Instead, a 110mm lag screw was then used in replacement of the 105mm lag screw.